Event description:
International affiliate reports two tabs on the distal end of the intermediate castle nut tightener broke off intra-operatively during cap locking. Both tabs were retrieved from the site without delay and no adverse consequences to the patient.

Manufacturer narrative:
Visual inspection of the returned instrument revealed that three of the four castle nut tabs had been broken off at the distal tip of the instrument. No other defects or abnormalities were observed during evaluation of product. Hardness verification determined that the material met specification requirements. Scanning electron microscopy analysis concluded an evident shear static failure where the crack termination took place. The existence of the two surface morphologies illustrated that the fracture first propagated and then a full failure/breakage took place, presumably when the remaining region did not have strength to bear the load. No material defects or other abnormalities were observed in this analysis. A review of the DHR acknowledged that no issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. The root cause of the event cannot be positively determined. A review of previous complaints for issues of this nature revealed that australia has had a significantly higher complaint rate versus the u.s. And o.u.s. Which suggests that the australian complaint rate was driven by a technique related issue. A CAPA has been implemented to document further investigation and corrective active activities. At this time, the complaint is considered to be closed.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.